Event description:
It was reported that the device was to be used during a general surgical procedure. It was reported that when used during the procedure, the device did not fire. Another device was opened and the procedure was completed without consequence to the pt.